Event description:
It was reported that a patient's depression is worse than post-op. It is unknown if the depression level is above or below pre-vns baseline level. It was also reported that diagnostic testing resulted in high lead impedance at a routine office visit. However, the output status was ok indicating the patient is receiving the intended therapy. No device issues are suspected. Good faith attempts to obtain additional information have been unsuccessful to date.